Manufacturer narrative:
Tablo instructions for use (IFU) warning and caution: check all bloodlines for leaks after the treatment has started. Keep access sites uncovered and monitored. Improper bloodline connections or needle dislodgements can result in excessive blood loss, serious injury, and death. Machine alarms may not occur in every blood loss situation. The cartridge was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that blood leaked from cartridge during manual blood return, blood successful returned but venous would not return. An estimate of 50ml of blood was lost. No patient adverse event was noted as a result of this event.